Event description:
Patient presented in clinic after receiving patient notifier with a note that his device got extremely hot. Upon interrogation the device was noted to have reached eol. Patient refused device replacement against medical advice. The patient said his wife died 3 months ago and did not care to prolong his life. Brady and tachy therapy was disabled. The device was eventually explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.